Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in hospital. The patient was upgrading their implantable cardioverter defibrillator system, and upon exposing the previously implanted leads, it was noted there was insulation damage on the right atrial (ra) lead. It was also observed the patient's ra lead also had a high pacing impedance and p-wave amplitude variation. The physician attempted to explant the ra lead unsuccessfully, and elected to cap the ra lead. The patient was reported as recovering from the procedure.